Manufacturer narrative:
The insulin pump was received with no blank display or display anomaly noted. No unexpected vibration or audio or beep anomaly noted during our testing. No moisture damage inside reservoir tube and no moisture damage inside the insulin pump noted. All operating currents are within the specification, no unexpected low battery, weak battery or off no power alarm noted. The insulin pump functioned properly during rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. However, the insulin pump had cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he experienced high blood glucose. The customer also reported that there was a reservoir leakage. The customer reported that the insulin pump was exposed to moisture and had a blank display due to leakage of insulin from the reservoir. The customer reported that the insulin pump was vibrating without an alarm or an alert. The customer's blood glucose was over 400 mg/dl at the time of incident. The customer's blood glucose was 263 mg/dl at the time of call. The customer stated that he treated his high blood glucose with manual injections. The insulin pump will be returned for analysis.